Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: tibial articular surface provisional; p/n: 42517400510, l/n: 62311022, tibial articular surface provisional; p/n: 42527000707, l/n: 63307354, tibial articular surface provisional; p/n: 42517000303, l/n: 62301862. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned device exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. However, a definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00842, 0001822565-2020-00845, 0001822565-2020-00849.

Event description:
It was reported that the instrument was returned due to wear. However, the instrument was also noted to be fractured. No adverse events have been reported as a result of the malfunction.